Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient experienced a loss or change in therapy. The patient reported that her therapy had stopped working and that she has had symptom return since saturday (B)(6) 2016. The patient did not have her programmer with her but stated she did try to increase stimulation but that did not help. The patient noted that she did feel stimulation at the time of report. The patient noted that she had called her healthcare professional (hcp) but their office told her to contact the manufacturing representative (rep). Additional information was received from the rep on 2016-11-29. The rep reported that the patient had met with her for a designated programming day on (B)(6) 2016. The rep reported that the patient had her device off at the appointment. The rep stated that they then turned the patient back on and put her on program 4. The rep noted that they have "set programming days" monthly, which we made the patient aware of. The rep stated that she would encourage the patient to call the office to get on the next programming day as well. The rep reported that they can work with the patient on making changes there if she would like. The representative asked that the patient bring a symptoms tracker of 2-3 days with her symptoms recorded and that way she could manage her objectively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.